Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous left anterior descending artery. After the lesion was ablated with a 1.5mm rota burr, ivus was performed. The nc quantum apex mr 15mm x 3.00mm balloon on the first inflation was inflated to twelve atmospheres. On the second inflation the balloon ruptured at fourteen atmospheres. A 2.5mm non bsc balloon was used and a 3.0mm x 38mm non bsc stent was implanted and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed there was blood in the balloon and inflation lumen of the catheter. The tip was flared. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.